Manufacturer narrative:
1020379-2016-00038 is associated with argus case (B)(4), polident.

Event description:
She drank a little bit of the water that had the product in it. [Accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received double salt denture cleanser (polident) unknown (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident was unknown (dechallenge was unknown). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. Additional details, adverse event information was received on (B)(6) 2016. Consumer reported accidental exposure to product as she stated that she drank a little bit of the water that had the product in it (accidental device ingestion).